Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) units display was flickering.

Manufacturer narrative:
Additional information poc number: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the color video receiver board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that during prior to use, the cs300 intra-aortic balloon pump (iabp) units display was flickering. There was no patient involvement.